Event description:
Per journal article - "laparoscopic ventral hernia repair: does ipom plus allow to increase the indications in larger defects?" - hernia (2022) 26:525¿532: a total of (B)(4) (of which 6 were excluded) patients underwent laparoscopic ventral hernia repair using intraperitoneal onlay mesh (ipom) technique and ipom plus technique and ipom plus + anterior videoscopic component separation (avcs) technique with the implant of bard/davol ventralight st mesh (4 patients) and non-bard/davol mesh devices. Patients were divided according to the ring size: g1 consisted of 199 patients with a ventral hernia ring < 80 cm2 and g2 of 53 patients with a ventral hernia ring = 80 cm2. As reported, in all cases, a composite mesh (tissue separator) was used. Mean recurrence rate was 13% ((B)(4)) in g1 and 24% ((B)(4)) in g2. A statistically significant difference was found when comparing the ipom technique among both groups with a higher recurrence rate when ring size was = 80 cm2 (p < 0.5). However, when comparing recurrence rate in ipom plus and ipom plus + avcs between both groups no significant differences were observed yielding a p of 0.51 and 0.63 respectively.

Manufacturer narrative:
Based on the information obtained, no conclusion can be made. The information obtained is limited to the article. Hernia recurrence is a known inherent risk of hernia repair surgery. The instructions-for-use, supplied with the device identifies hernia recurrence as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event ((B)(6) 2017) is provided as an estimate based on the information provided. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned - remains implanted.